Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery stopped working during testing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The silicon insulation was observed to be peeled away from the cold jaw, exposing the distal metal portion oft the cold jaw. The heater wire was observed to be slightly flexed away from the hot jaw and remained attached at the base and tip of the hot jaw. No other visual defects were observed. A pre-cautery test was performed with a reference cable, adapter and reference power supply at level 2.5. The device passed the pre-cautery test. The device produced visible steam and heat during five (5) 10-second activations and shut off when the toggle was released. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined by way of microscopic analysis. No residue or contamination was seen on the switch. Based on the results of the investigation, and the returned condition of the device, the reported failure "intermittent continuity" was not confirmed but was confirmed for the analyzed failure "peeled" and " material twisted; bent".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery stopped working during testing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.